Manufacturer narrative:
(B)(4). Batch # = m90w6h. The analysis results found that the er320 device was returned with the handles seam broken and upon inspection the jaws were found to be in a yielded condition. In addition, 1 unformed clip was received with the device in a plastic bag. It could not be determined what may have caused the damaged found; no functional testing could be performed due to the condition of the handles. However, it is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the handle damage. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 3/30/2016. Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, clips do not close properly or turn in the applicator and jam. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.